Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a medication jam. A field service associate popped all cubies and lids, cleaned the debris and medication to resolve the issue. The system functioned as intended after the field service associate troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the cubie did not open. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.